Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly. The customer¿s blood glucose level was unknown. The customer reported that the insulin pump unresponsive to new battery, rewind took longer, rewind was louder and act button was sticky. It was reported that they had received random no delivery alarms and front of pump was scratched. The customer reported that sometimes reservoir does not fit properly inside reservoir housing. The insulin pump will not be returned for analysis.